Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-02863. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples were tested for flow. All test results were within specifications as per the test report trackwise (B)(4) complaint test report.pdf attached in this record. Visual test according to work instruction version 1 sec. 06.14 on reference samples, 10 samples out 10 samples passed the test. - device history record (DHR) review: the lot 6004237 was manufactured according to the work instruction version 108 manufactured in the line 7, on 15/nov/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. - trending: a query was run in trackwise on 24/jan/2025 against malfunction code idd-pmc05.47 soft cannula found kinked upon removal from infusion site and lot 6004237 and another 3 complaints have been registered in trackwise for the same lot 6004237 and malfunction code.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 02 - MDR (B)(4) - MDR 3003442380-2024-02863. Correction: this MDR is being submitted to correct the submitted model number, serial number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation. H11: investigation summary: the reference samples for the lot 6004237 have already been previously tested. The reference samples were tested for flow. All test results were within specifications as per the test report. Visual test according to work instruction (wi) version 1 section 06.14 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6004237 was manufactured according to the wi version 108 manufactured in the line 7, on 15/nov/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 24/jan/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6004237 and another 3 complaints have been registered in databse for the same lot 6004237 and malfunction code.

Event description:
Unomedical reference number (B)(4). Event occurred in the united state . The patient reported the events of infusion set cannula kinked and occlusion on (B)(6) 2024 with 2 infusion sets.the infusion had been used for less than 2 days. The blood glucose level was observed between 54-500mg/dl.the patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02863- device 2 of 2.